Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex&#10245;sophageal stent was used to treat a high benign stricture in the upper esophagus during a gastroscopy and insertion of esophageal stent procedure performed on an unknown date. Reportedly, the patient had a long-standing upper esophageal stricture due to a previous surgery along with other significant co-morbidities. The patient had undergone repeated stricture dilatations prior to the stent placement procedure. According to the complainant, during the procedure the physician had successfully implanted the wallflex&#10245;sophageal stent and the patient was discharged from the hospital. One week after the wallflex&#10245;sophageal stent had been implanted, the patient presented with hematemesis to a different hospital. Upon examination it was noted that the wallflex&#10245;sophageal stent had eroded through the posterior wall of the esophagus and into the aorta. Open surgery was performed in conjunction with cardio thoracic surgeons to treat the erosion. The patient died despite operative intervention. In the physician&#38112;assessment, the erosion of the wallflex&#10245;sophageal stent into the aorta is directly linked to the patient's death but at this time the exact cause of death had not been reported to boston scientific corporation.